Event description:
A falsely elevated ctni result of 3.06 ng/ml was obtained on a pt sample. A sample from the same pt was drawn 3 hours later and read 0.01 ng/ml. The physician did not act on the high result. There was no adverse health consequences. Pt treatment was not required, delayed or withheld. Analysis of instrument data indicates instrument maintenace issues.